Event description:
Customer reports a rash on the nose and mouth area. Customer has been seen by 2 dermatologists in the past 3 months. Prescriptions noted on both visits.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.